Event description:
During use of the device for a non-clinical activity, the user reported the sensor portion of the probe had separated from the housing. The probe would not hook into the calibrator or onto the cuvette. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.